Event description:
Rn attempting to remove foley cath from pt - withdrew approximately 10cc sterile water from cath balloon - but unable to remove cath as it met resistance - unable to remove any more fluid from balloon and could not remove foley - provider attempted to deflate balloon further but no luck. Provider gently removed catheter from pt with small amount of bleeding at meatus. Voiding since removal the balloon was noted to be partially inflated when removed.